Event description:
A peritoneal dialysis nurse (pdrn) had contacted product surveillance (ps) regarding a cracked mini cap. The pdrn stated that home patient (hp) had opened a new mini cap from a box that they have been using and after placing the mini cap on the transfer set, he had noticed that the mini cap was cracked. The pdrn stated that she has the damaged mini cap and is willing to send it to baxter for evaluation. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). A sample was received and the problem was confirmed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. The customer reported condition was confirmed during product evaluation. A visual inspection confirmed the sample was cracked. During a pressure test a leak was found. However, the root cause could not be identified.